Event description:
It was reported that the patient presented to the emergency room with dizziness and arrhythmia. It was discovered that their right ventricular lead failed to capture and high pacing impedance. Chest x-ray revealed a fracture. The lead was capped on (B)(6) 2025 and successfully replaced.